Event description:
It was reported that the caller indicated that they "were having issues with the device." Follow up was conducted and the patient has not been seen. No further information was available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.